Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13nov2020.

Event description:
A customer reported to philips that while in use on a patient, the respironics v60 ventilator shutdown while plugged into ac power mains, and the patient experienced an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the reported device symptom and adverse event.

Manufacturer narrative:
G4: 13nov2020. B4: 15nov2020. Correction to classify the record as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02dec2020. B4: 06dec2020. Device evaluation summary a philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty power management pcba. No diagnostic report was provided for review. The fse replaced the power management pcba. The device passed all performance verification testing and was placed back into use with the customer. This reporter stated that a 78 years old patient of unknown gender, height, and weight was admitted to a hospital¿s intensive care unit (ICU) on an unknown date with an admitting diagnosis of pneumonia secondary to coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bilevel positive airway pressure (bipap) therapy via the respironics v60 ventilator and respironics af541 noninvasive ventilation (niv) mask, with a prescription of inspiratory positive airway pressure (ipap) of 12 centimeters (cm) of water (h2o), expiratory positive airway pressure (epap) of 6 cmh2o, respiratory rate (rr) of 12 breaths per minute, and a fraction of inspired oxygen (fio2) of 40%. The patient circuit was not reported. While admitted on 03nov2020, the patient was receiving therapy via the v60 device, the device was plugged into a red outlet (emergency backup power) for ac power mains, the device shut down, would not power back on, the patient experienced an event of a decrease in peripheral oxygen capillary saturation (spo2) to 79%, was placed on a non-rebreather mask; liters per minute not reported, then the patient was placed on another v60, the event of oxygen desaturation resolved, and the patient did not incur any permanent injury. On a date not reported, the patient was discharged from the hospital. This was a malfunction of the power management pcba. The root cause is the solder connection of r31 is subject to solder connection failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.